Event description:
A physician reported that a patient had her tonsils removed due to her primary care physician's belief that the vns device was causing inflammation of her tonsils. A review of the manufacturing record for the implanted generator and lead was performed and verified that both devices passed all quality inspections and were sterilized per specifications prior to release for distribution. A review of the available programming history and diagnostic data confirmed that the device was functioning as intended prior to and after the removal of the tonsils. No further relevant information has been received to date.